Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements one day after implant. Device data was sent to rhythmcare for review. Rhythmcare then discussed device function and provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.